Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 9298543. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 24gax0.75in mz prn slm npvc prn separated from the adapter after inserting the catheter tube. The following information was provided by the initial reporter, translated from (B)(6) to english: "routine tourniquets were selected for vascular ligation, and then punctured after disinfection. During the puncture, needle was inserted into the skin at the alignment of the blood vessel, and catheter tube was inserted after blood return. Heparin cap was found to fall off during indwelling".